Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The mcs tip cover was found to have tearing at the tube extension bend, and at the mouth of the tip cover. Tears are not axially aligned with the tip cover and measure from 4.96¿ to 3.16¿ in length. The probable root cause is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. Isi did receive the mcs instrument to perform fa. The instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a tip cover area broken. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no missing or broken material was reported, and no cautery issues, thermal issues, or arcing issues were observed. The instrument has already been returned to isi for evaluation.